Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the er320 (from vdc10 kit lot# n4kg6v), and found the clips were not advancing properly. The surgeon completed the case with a new er320. There was no consequence to the pt.